Manufacturer narrative:
The na electrode lot number and expiration date were not provided. On (B)(6) 2026, the field service engineer (fse) cleaned the sipper and vacuum nozzles and flushed the fluid lines. The customer has had no further issues since the service visit. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple patient samples tested for sodium (na) on a cobas 8000 ise 900 module. The following are examples of discrepant results for 3 patient samples. Patient 1 initial result was 140 mmol/l. The repeat result was 147 mmol/l. Patient 2 initial result was 141 mmol/l. The repeat result was 153 mmol/l. Patient 3 initial result was 138 mmol/l. The repeat result was 146 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The investigation determined the event was due to dirty vacuum and sipper nozzles due to sample quality issues. The investigation did not identify a product problem.